Event description:
It was reported that the patient underwent a tlif at l4-s1 to treat a grade 2 spondylolisthesis. It was reported that the retaining tab on the driver broke off during set screw final tightening. All fragments were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.